Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the hose was pulled from the pressure relieve valve (prv) due to a worn hose. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during routine processing, it was discovered that the motor device was leaking oil. This event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.